Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately seven (7) years post initial procedure, a type iiia endoleak with component separation were detected during routine follow-up. However, the exact date of event is unknown. The physician elected to treat the patient by implanting an infrarenal and suprarenal afx devices on (B)(6) 2019. The endoleak was confirmed resolved at the conclusion of the secondary procedure and the patient is reportedly doing well. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the reported type iiia endoleak with complete component separation and secondary endovascular procedure. However, the procedure-related harms and device, user, procedure ,or anatomy relatedness of this event could not be determined. The final patient status was reported to be stable. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.